Event description:
It was reported that during an atrial lead revision, an insulation anomaly was noted on the rv lead. The lead exhibited no electrical anomalies. The lead was explanted and replaced without complication to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation: external insulation abrasion was noted at 19.5-20.0cm from the connector pin, consistent with lead friction to the ICD can. The silicone insulation was intact at this location.